Manufacturer narrative:
Investigation findings: the hose was received for eval and the reported problem was unable to be confirmed. Conmed linvatec has investigated similar reported problems. An analysis has isolated this problem to excessive dye coming from the braiding located on the exterior of the inner hose. The dye from the thread of this braid was found to be leaching out and causing this discoloration/residue. Conmed linvatec has determined through outside lab testing that this residue is non-cytotoxic and non-reactive. The sterilization method and sterilization instructions for this hose provided in conmed linvatec's handpiece instruction manuals are validated. If the customer follows these validated sterilization instructions, the hose is considered to be sterile and any moisture remaining from the sterilization process is considered sterile.

Event description:
It was reported that during surgical set up of the hose for a total left knee, an orange/red liquid was observed leaking from the diffuser end of this hose. This event occurred after the pt was anesthetized and due to a concern for contamination of the sterile field, the surgery was canceled.